Manufacturer narrative:
(B)(4). Date sent: 12/11/2020. D4: batch # u5dx3k. Investigation summary : the analysis found that one pve35a device was returned with no apparent damage and with three reloads present. The reloads were received with no apparent damage and fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2021. Additional information was requested, and the following was obtained: what was the approximate blood loss? 500cc. Did the patient require a transfusion? No. How large of an additional incision was necessary? Were any clips used in the vicinity or stapler firing? Plastic clip 4cm from stapler can it be confirmed that the entire width of compressed vessel was proximal to cut line? Yes. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Yes.

Manufacturer narrative:
(B)(4). Batch # u5de0t. Investigation summary: the analysis results showed that one vasecr35 reload (a) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported by the sales rep that during a donor nephrectomy procedure that when the stapler was fired on the renal artery of the donor the staples did not fully form on the patient side. The aorta was clamped, an additional incision was made where the renal artery was clamped and then sutured. Other than an additional incision there were no adverse consequences for the patient.